Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine [10 mg/ml] at a dose of 5.2 mg/day via an implantable pump. The indication for use was not provided. It was reported that a motor stall occurred on (B)(6) 2019 at 15:05 and that the motor stall greater than 48 hours error message occurred on (B)(6) 2019 at 15:05. The patient did not experience ¿common withdrawal symptoms¿ but had ¿remarkable behavior.¿ the errors were not resolved until the time of the report. The pump protocol was read out and confirmed the motor stall as troubleshooting. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the event. The pump would be programmed to minimum rate and patient would be substituted orally. Replacement was planned but not yet scheduled. It was noted that the elective replacement indicator (eri) was estimated for (B)(6) 2021. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via an interrogation report provided. The report indicated that the pump was delivering morphine [10 mg/ml] at a dose of 0.48 mg/day via flex rate. The interrogation report provided did not include pump event logs.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number one and two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was reported that the pump was replaced on (B)(6) 2019 and would be returned. The exact implant date of the pump was unknown. It was clarified that the specific symptoms the patient experienced included restlessness, increasing pain, and sweat. The patient was back on therapy at the time of the updated report.